Manufacturer narrative:
The samples were serum samples collected in greiner vacuette 13 mm x 100 mm vessel to the full volume and were centrifuged at 3000 g for 10 minutes at 20 degrees celsius. Troponin I was successfully calibrated on (B)(4) 2011. System checks on (B)(4) 2011 failed due to high %cv on washed portion, but passed on (B)(4) 2011. When customer contacted bec on (B)(4) 2011, call center investigated instrument performance over the phone. Call center had customer perform weekly maintenance and change the aspirate probes. System check passed following these changes. Service was dispatched and onsite on (B)(4) 2011. The field service engineer (fse) found ultrasonics high power voltage to be low (158 volts) compared to its labeled target voltage of 173 volts. To test the effect of this low voltage, the fse had the customer run 10 reps of high level troponin qc on a new, unmixed pack. The first two reps of this run failed with a 4.5 ng/ml result when the expected is 9.5 ng/ml. The fse adjusted voltage and verified system to published specifications and successfully ran a 10 rep high level qc run with a new, unmixed pack with no first or second low reps. Hardware has been determined to be the root cause of this event.

Event description:
A customer was contacted by beckman coulter inc. (Bci) in regards to accutni assay performance and reported occurrences of non-reproducible false positive troponin (accutni) results generated by unicel dxc 600i access 2 immunoassay system for three patients. The erroneous results were reported out of the laboratory, and the doctor requested repeat testing as the results did not fit into the clinical presentations. Subsequent testing on the same and on an alternate instrument produced results within the risk stratification range. The results are shown. There were no instances of death, injury, serious medical deterioration, or inappropriate medical treatment due to erroneous results.